Event description:
It was reported that the right atrial lead was capped on (B)(6) 2017 due to extra cardiac stimulation. No patient information was available.

Manufacturer narrative:
Correction: patient initials were previously not selected.